Event description:
Pt was undergoing a lumbar fusion in the operating room when the tip of the pedicle probe broke off. The surgeon determined that the piece was not retrievable after viewing via fluoroscopy.